Manufacturer narrative:
The apollo catheter will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. The customer provided photo of the catheter broke. Based on the provided image, the report of "catheter broke" was confirmed. However, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician could not navigate react-71 aspiration catheter properly during the procedure. When the catheter was removed, there was damage noted on the catheter and fount the catheter broke. A different catheter was then used to complete the procedure with no issue, and there was no harm to the patient during the event. The patient was undergoing surgery for treatment of acute ischemic stroke. The vessel was observed severe tortuous. Yes, all devices were prepared and used per the IFU. Both catheters were destroyed after the treatment.